Manufacturer narrative:
Date sent to the FDA: 11/28/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 4/21/2022.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2019 and mesh was implanted. It was reported that the patient underwent a robotic-assisted laparoscopic hysterectomy in the same surgery. It was reported that the patient experienced pelvic pain, urinary retention, urinary urgency, and other undisclosed adverse event. It was reported that the patient underwent revision surgery with on (B)(6) 2019 with a second unknown mesh-related surgery on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2019. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.